Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: examination of the returned complaint device revealed that the implant was received in the lumen of the wds attached to the core wire. There was blood in the shaft. There were numerous kinks throughout the shaft of the device. The tip and markerband were damaged. There were several anchors on the implant that were bent. The implant was measured and is consistent with the reported size. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the delivery system was kinked. This 27mm watchman ® laa closure device & delivery system was selected and an attempt was made to deploy the closure system; however, the delivery system became kinked when the inner sheath was recaptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.